Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00165: screw.

Event description:
While implanting an aculoc 2 plate, a driver was used to engage a 2.3mm locking screw. The driver tip broke off and could not be removed from the screw head; it remains implanted.

Manufacturer narrative:
The returned driver was examined visually under magnification. This revealed some minor smearing of the fracture surface in what appears to be a clockwise direction, indicating further insertion attempts after fracture occurred. The undamaged fracture surface shows no signs of fatigue prior to failure, indicating torsional failure as a result of a single overloading event.